Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was receiving only left side stimulation coverage. X-rays revealed lead migration. Reprogramming did not resolve the issue. Subsequently, the pt underwent surgical intervention to implant a new lead to address full stimulation coverage.